Event description:
It was reported that the patient had not had medication in his pump for over a year due to being ¿red flagged¿. The drug test he took was positive and that was why he was ¿red flagged¿. The patient was looking for a physician that would remove his pump. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8591-38, lot# d17308, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).